Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) performed a triglycerides precision test with acceptable results. He also performed a workstation accuracy check, probe throughput check, and sensitivity check which all had acceptable results. He performed a 6-month preventive maintenance and precision check with results that were all within the manufacturer's specifications. He found the analyzer to be in good working order. The investigation is ongoing.

Event description:
The initial reporter received a discrepant result for one patient sample tested with trigl triglycerides on a cobas integra 400 plus. The questionable result was not reported outside of the laboratory. The reporter stated that they have been obtaining low results from the analyzer and that the results would be higher upon rerun. The reporter was able to provide one example of a discrepant result: the initial triglyceride result was 5 mg/dl, with a repeat of 250 mg/dl. The repeat result was deemed correct. The reagent lot number was requested, but not provided.